Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, total delamination of the valve, and white particles in the inner surface of the device. A leak test and microscopic analysis were performed which identified total delamination of the valve and wear abrasion. Based on the device analysis the final assessment was total delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.